Event description:
Additional information was received indicating that the system continued to exhibit high shock impedance measurements. No further information was provided by the facility.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Attempts to obtain additional information were unsuccessful. Additional information was later received indicating that shock impedance measurements started increasing approximately one year prior to the alert. A measurement of 125 ohms triggered the alert and the device to beep. Shock impedance measurements have currently stabilised around 115 ohms and all other measurements were within range. Hence, no further actions were taken and the patient will just be monitored. No adverse patient effects were reported. The device and lead remain in service.